Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 475cc mentor memorygel breast implant catalog: 3504751bc lot: 6861895 sn: (B)(4) and (left) 475cc mentor memorygel breast implant catalog: 3504751bc lot: 7515424 sn: (B)(4). On 1/28/2019, the product investigation was completed. Device investigation summary: the device was received with no fluid. White material was observed within the device. During initial evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were discovered. Complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The device history record (DHR) of lot number 5927564 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: in the initial report, it was incorrectly reported in block g5 that the PMA number is ¿fwm¿. The correct PMA number for the suspect medical device is p990075. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient underwent explantation on (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 11/14/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast reconstruction with a mentor smooth round moderate profile 375cc saline prosthesis. Deflation on the right breast prosthesis was visibly noticed by the patient post procedure. At the time of this report, mentor has received no information regarding explantation or expected explantation date.